Event description:
It was reported that during a da vinci hysterectomy surgical procedure, it was identified that the tips on the mega suturecut needle driver instrument would not close or grasp a needle. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's blade had mechanical indentations/burrs. The scissors did not fully close due to the blade damage. One blade edge had an indentation between the midpoint and tip that acts as a mechanical stop for the other blade when closing. Failure analysis concluded that the mechanical indentations/burrs damage may be due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the blade damage if to recur could cause or contribute to an adverse event.